Event description:
The customer reported that the telemetry device has a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if whether the device was in use on a patient at the time of event.

Manufacturer narrative:
H3 other text : the device has not been received for evaluation.

Manufacturer narrative:
The philips technical consultant (tc) provided the customer a unit exchange to resolve the issue. A philips field service engineer (fse) shipped the unit back to a philips authorized repair facility for further evaluation. The unit was received for evaluation on 16april2025. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. The unit failed at manual power on test. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the telemetry device has a speaker malfunction. At the time, it was unknown if the unit produced sound. It is unknown if the device was in use at time of event, there was no adverse event reported.